Event description:
Device 1 of 2 reference MFR. Report #: 3006705815-2019-02452. It was reported that the patient was experiencing unintended stimulation effects, due to high impedances. In turn, x-rays were performed showing that the leads had been fractured. As a result, the patient's leads were explanted and replaced, and therapy was restored post-op.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-02452.